Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that the stem would not engage into the stem introducer after several attempts, despite the surgeon moving the spigot protector to try to facilitate engagement. After several attempts, they decided to open another implant of the same size and thus engaged onto the introducer with no issues. There were no adverse effects to the patient.

Manufacturer narrative:
Lot number was updated per received device. An event regarding a damaged spigot protector involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: the returned spigot shows a slightly bent lug, with a mark of raw material bulge on the body of the spigot, under the bent lug. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to (B)(4).

Event description:
The customer reported that the stem would not engage into the stem introducer after several attempts, despite the surgeon moving the spigot protector to try to facilitate engagement. After several attempts, they decided to open another implant of the same size and thus engaged onto the introducer with no issues. There were no adverse effects to the patient.